Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) review was unable to be performed as the device serial number is unknown. The repair history review was unable to be performed as the device serial number is unknown. On (B)(6) 2019, it was reported that he machine malfunctioned resulting in pt scarring and excessive pain. The customer did not return an air dermatome device for evaluation. The customer did not provide a serial number or lot number. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Device not returned by customer. This report is being filed per mw5085999 notification. A follow up will be submitted once the investigation is complete. Device not returned by customer.

Event description:
It was reported that air dermatome malfunctioned resulting in patient scarring and excessive pain. No further information available. No additional consequences have been reported as a result of this malfunction.